Event description:
During a routine device exchange, insulation damage was visually observed on the proximal end of right ventricular (rv) lead. The electrical parameters were acceptable. The physician elected to repair the rv lead with glue and a silicone sleeve to resolve this event. The patient was stable.